Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Manufacturing history records had no deviations or abnormalities and complaint records showed no similar complaints on this item/lot number. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA. This report filed (B)(6), 2011.

Event description:
Surgeon reported that while patient was undergoing a primary hip procedure on (B)(6), 2011, he could not get an accurate fit of the shell in the inserter due to a piece of wire that protruded from the porosity of the acetabular rim. The wire was removed by the surgeon and the cup was implanted. Before the end of the surgery, the surgeon decided to remove the cup and replaced it with another cup shell to finish the surgery. A delay in surgery of 1 hour was reported. No further complications have been reported.